Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that while using a angio-seal device upon deployment, the physician reported that the anchor seem to have a problem and it was difficult to pull back the secondary component of the device to deploy the footplate. The procedure was a atherectomy, after the procedure was completed, the physician wanted to close the right femoral artery. Which was accessed with a 6 fr sheath. After deployment the patient continued to bleed so the tech had to hold manual pressure. No patient injury or medical intervention was reported. The patient was stable and fine. The procedure outcome was successful procedure just not the closure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.